Event description:
The customer reported that their central nurse's station (cns) display was working and then it just stopped on its own. No harm or injury was reported.

Manufacturer narrative:
The customer reported that their central nurse's station (cns) display was working and then it just stopped on its own. No harm or injury was reported.